Event description:
The customer reported that the nucleated red blood cell (nrbc) chamber mix at the air mix temperature control (amtc) module of the unicel dxh 800 coulter cellular analysis system was overflowing with reagents and blood. The volume of the leak could not be determined; however, the leak was contained to the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) performed draining of the mixing chambers and all chambers drained normally. The fse bleached all mix chamber drain lines and solenoids. Repeatability was performed and the fse verified there was no further overflow or splashing in the amtc area. The fse suspects the overflow was due to either a pinched waste line from the nrbc mix chamber or debris in the chamber that had been cleared out. The failure modes identified have the potential to cause discrepant results upon recurrence. Beckman coulter inc. Issued a customer notification in association with this issue to applicable customers. The beckman coulter inc. (Bec) internal identifier for this report is (B)(4).